Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 8 months post implant of this 29mm bioprosthetic aortic valve, it was explanted and replaced with a 23mm bioprosthetic valve of a different model. The reason for replacement was reported as severe aortic insufficiency caused by an approximately 3mm perforation in the left coronary cusp near the left/right commissure. No additional adverse patient effects were reported.